Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. DHR review: ref:00-8777-048-02. Lot:2629844. Yield:20. Delivered:20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: medical : pain. Event description: it was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. Subsequently, the patient suffered from slight lateral pain, with slight weakness in gluteus muscle. The outcome was tolerated and the patient did not need for painkillers. He was only prescribed physical therapy and long nordic walks, yet the relation to the device is uncertain. The patient was operated at the left side and he experiences the pain at the left side as well. Review of received data: review of x-rays dated (B)(6) 2013 identified a left total hip arthroplasty without hardware failure or loosening. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. Review of x-rays dated (B)(6) 2016 identified neutral positioning on the femoral stem. A small rounded calcification along the superior acetabulum and set anteriorly within the soft tissue was seen along with possible developing rounded lucency along the superior acetabulum. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. No significant change in alignment or position over time was observed. Review of x-rays dated (B)(6) 2018 identified neutral positioning of the acetabular cup and femoral stem. Persistent round lucency along the superior acetabulum. Overall fit and alignment of the implants was appropriate. Normal bone quality was observed. No significant change in alignment or position over time was observed. Review of operative notes (in finnish) dated (B)(6) 2013 confirm that the patient underwent an initial total hip arthroplasty. The notes identify that the acetabulum was reamed and the 58mm maxera cup was implanted with the desired depth. The femur was broached and the stem was implanted with the desired depth. The hip was trailed and the final anteversion and offset was identified. The femoral head was impacted and the wound closed. No complications were noted. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion summary: reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record for the product identified no deviations or anomalies that may have caused or contributed to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with warsaw (B)(4).

Manufacturer narrative:
Medical product: liner and shell with plastic barrier 48 mm i.d. 58 mm; catalog#: 00151505848; lot#: 62234132, femoral stem 12/14 neck taper plasma, sprayed press-fit cementless size 10 extended offset; catalog#: 00771101020; lot#: 62289094. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and is being monitored due to pain.